Manufacturer narrative:
Date received by MFR - update the date to 09/09/2025.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device displayed a blank screen. The cause was determined to be the faulty user interface printed circuit board assembly (ui pcba). The ui pcba requires replacement to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device displayed a blank screen. No additional information is available.